Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was not cleaned during the procedure.

Event description:
It was reported that during a prostate procedure at 162,838 joules of use and 15:59 minutes, "tip broke inside patient, no piece fell off" was observed. The procedure was completed utilizing a second fiber. Patient outcome: "no injury to patient" reported.